Event description:
The customer reported that the system intermittently would not perform fluoroscopy. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the table generator interface board. The system was tested and found to be working as intended and put back in service.